Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information. The initial reporter (the dentist) is no longer working at the clinic. Request for information regarding the event was made with the clinic. An additional good faith attempt will be done to obtain information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint device.

Manufacturer narrative:
The device was returned and evaluated for physical structure. The device was manufactured per patient's rx prescription. The upper tray was returned in the original case/packaging. A visual inspection was performed and the edges and surface were smooth. No visible cracks nor delamination were present. There was no discoloration, the device was returned clean and in good condition. The devices material lot number was reviewed and found no non-conformances. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and the materials were found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. The incident is being monitored, tracked, and trended.